Event description:
The following was reported to hamilton medical ag: the report from hospital say: on the morning of january 28, 2024, during daily maintenance and inspection, it was found that battery 1 had an alarm after turning on the machine. Therefore, the medical department was contacted and an adverse event was reported. After on-site inspection by equipment maintenance personnel, it was confirmed that it was caused by battery aging. Therefore, a spare battery was replaced and restored to normal after replacement and debugging. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on the morning of (B)(6) 2024, during daily maintenance and inspection, it was found that battery 1 had an alarm after turning on the machine. Therefore, the medical department was contacted and an adverse event was reported. After on-site inspection by equipment maintenance personnel, it was confirmed that it was caused by battery aging. Therefore, a spare battery was replaced and restored to normal after replacement and debugging. No patient involvement.